Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) had a damaged tip. The following information was provided by the initial reporter: "devices are prepared for catheter placement, at the moment of opening the safety catheter and testing it, it is observed that the mandrel is split at the tip and automatically opens, for which the change is requested to the pharmacy".

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photos submitted for evaluation. Bd received three photos showing the top web, the entire unretracted needle with the needle cover on the side, and then the spear through near the tip of the catheter. Upon inspection of the photos, the needle appears to be speared through the wall of the catheter near the tip of the catheter, confirming your reported issue. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment since the unit had been removed from the packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24 ga 0.75 in (0.7 x 19 mm) had a damaged tip. The following information was provided by the initial reporter: "devices are prepared for catheter placement, at the moment of opening the safety catheter and testing it, it is observed that the mandrel is split at the tip and automatically opens, for which the change is requested to the pharmacy".